Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/23/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. --during use on the patient. H3 investigational summary: the product was returned to ethicon for evaluation. One detached needle and one dispensed suture piece outside its packaging were returned for analysis. Product code sxmp1b427. During the visual inspection of the detached needle, the swage and attachment area were noted with excessive pressure. The barrel hole was examined under magnification and remnant suture was noted. The suture end was observed to be severely cut therefore this resulted in a clip off defect. Based on the information currently available, clip off was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a lap gastrectomy procedure on (B)(6) 2025 and barbed suture was used. It was reported that the problem of pulling off suture needle happened in surgery. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.